Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a 29mm portico valve was selected for an implant. The implant depth at deployment was 4mm and there was sufficient calcium to allow anchoring of the device in the opinion of the user. The patient did not have patient have a horizontal aorta. The perimeter: 84,1 mm perimeter derived ø: 26,8 mm area: 540,4 mm². During the final launching of the of the valve, it suddenly migrated to a position that was too aortic. The final implant depth at released was 1mm. There was no tension in the delivery system at the time of final deployment, no hypertensive spike or pulmonary hypertensive episode at the time of migration. It was necessary to use a second 29mm portico valve valve for a valve in valve procedure. Patient status is stable.

Event description:
It was reported that on (B)(6) 2023 a 29mm portico valve was selected for an implant. The implant depth at deployment was 4mm and there was sufficient calcium to allow anchoring of the device in the opinion of the user. The patient did not have patient have a horizontal aorta. The perimeter: 84,1 mm perimeter derived ø: 26,8 mm area: 540,4 mm². During the final launching of the of the valve, it suddenly migrated to a position that was too aortic. The final implant depth at released was 1mm. There was no tension in the delivery system at the time of final deployment, no hypertensive spike or pulmonary hypertensive episode at the time of migration. It was necessary to use a second 29mm portico valve valve for a valve in valve procedure. Patient status is stable.

Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.